Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had been receiving an unknown dose and concentration of morphine via an implantable pump for non-malignant pain. It was reported no one would fill the patient¿s pump in (B)(6) (2018). It was indicated the patient had been receiving a ¿primer dose¿ since (B)(6). The consumer did not know if the primer dose was saline. No other interventions were mentioned. It was reported the patient experienced a loss of therapy (B)(6) 2018. The patient did not have a healthcare provider at the time of the report. Physician listings were provided. No further complications were reported or anticipated. Additional information was received from the consumer. The patient reported when they were visiting (B)(6) in (B)(6) they were scheduled for a refill at that time. The patient was scheduled for a refill on (B)(6) 2018. The pump was not refilled by the time they were supposed to be refilled. The pump was empty for two weeks until the patient went back to (B)(6), where they filled the pump with the "primer dose." The patient has not been able to find a new doctor. Therefore, the patient has not had the primer dose replaced with medication yet and the loss of therapy has not resolved.